Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/18/2012 with the following findings: evaluation revealed that the up and ok keypad symbols were worn. The keypad rubber was intact but the audio bolus button was found to be torn. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. The contrast and up keys were intermittently unresponsive and the down and ok buttons responded appropriately. Evaluation revealed that there was contamination under the contrast key contact.

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the contrast key contacts. The contrast and up arrow keys were intermittently unresponsive. This report is made based on results of investigation completed on (B)(6) 2012.